Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced infusion set occlusions with an infusion set change resolving the issue, and no alerts or alarms were noted. The reported device problem aligns with obstruction of flow and involved the connector/coupler component of the infusion set. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow in the infusion set, associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.